Event description:
It was reported that the arctic sun device did not warm properly. Error 113 was displayed. Level sensor should also be checked.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The device was evaluated and the reported issue was not duplicated and the device was able to heat properly. No repairs were made. Device passed all applicable testing. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. DHR review not required. The reported event is unconfirmed, labeling/packaging review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not warm properly. Error 113 was displayed. Level sensor should also be checked. As per follow up information received on 10oct2023. Device will be repaired in the hospital by crs.once done, paperwork will be uploaded to smx so you can see what was done to solve the problem. No patient involvement.